Manufacturer narrative:
(B)(4).the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device used after expiration.it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two xtr clips were successfully implanted, reducing mr to a grade of 1-2+. There were no issues with the procedure. However, hours after the procedure, the proctoring sales representative realized that one of the implanted clips (90124u110) was expired and had an expiration date of 01/25/2020. The expiration date was not known at the time of implantation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted the mitraclip instructions for use states: do not use the mitraclip system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection, endocarditis, and/or sepsis. Based on the information provided the reported incorrect procedure or method is the result of inadvertently using the device past its expiration date. There is no indication of a product issue with respect to manufacture, design, or labeling.